Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6)2024 while reportedly wearing the lifevest. The patient received six appropriate treatments. The device was started up at 02:30:10 on (B)(6)2024. At 03:28:58 an arrhythmia was detected. ECG shows vt @ 180 bpm. At 03:29:35, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was vt @ 170 bpm. At 03:30:02, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm. Post shock rhythm was vt @ 210 bpm. At 03:30:26, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was vt @ 240 bpm with CPR/motion artifact. At 03:31:01, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 03:32:16, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 220 bpm. At 03:32:51, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 220 bpm degrading to vf with low/varying amplitudes. The device was shut down at 03:33:42 on (B)(6)2024.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.